Manufacturer narrative:
Product event summary #product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was placed several times in the right atrial (ra) appendage and yielded high thresholds with every measurement. The lead was then placed in the lateral atrial wall and yielded acceptable thresholds. The physician removed the lead and implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.